Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer contacted customer care to report significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) readings from their smart transmitter. The customer was educated about the lag between bg and interstitial fluid readings and other general statements, but they remained very disappointed, noting that the dexcom sensor they used in the other arm was more accurate. The case was escalated to the next level of support. The escalation response indicated that there was a temporary period of instability in the system, but it was stabilizing. The customer was advised to continue using the system and calibrate as requested. The customer understood and agreed to monitor the system.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.